Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s t:slim x2 with control-iq user guide: "keep the pump protected when not in use. Store at temperatures between -4°f (-20°c) and 140°f (60°c) and at relative humidity levels between 20% and 90%" h3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Prior to malfunction the customer exposed the pump to extreme humidity. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy and also use alternate pump for insulin therapy.there was no adverse impact to the customer¿s blood glucose level.